Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address malpositioning of the cup, which caused impingement.

Manufacturer narrative:
The cup associated with this report was not returned. Review of the cup's device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Per the initial reporting patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.